Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a steel 6 mm contact detach infusion set, following a shower and suspected improper set connection, which prompted infusion set and cartridge replacement and subsequent site-only change after further review of the tubing and connection. Symptoms included elevated blood glucose readings above 400 mg/dl with associated feeling unwell, later improving as glucose declined. Outcomes included continued insulin therapy with guidance, monitoring, and glucose reduction to 252 mg/dl without hospitalization or medical intervention. Investigation included guided troubleshooting of the infusion system, verification of tubing integrity and absence of leaks, test-fill to confirm insulin flow, and replacement of the infusion site and cartridge. Investigation of this case revealed that insulin delivery was initially inadequate due to an infusion site or connection issue, with restored delivery after replacing the set and confirming flow. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with hyperglycemia of unclear origin related to infusion delivery issues.